Event description:
The patient received two leads with the same lot number. It was reported, the patient's not receiving effective therapy. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received indicated that the whole scs system was explanted at an unknown date .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.